Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were in specification but erratic and the motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the motor is not working properly, going on and off during surgery. Malfunction during surgery on (B)(6) 2021. No harm, no intervention, no delay, no variance. No adverse events were reported as a result of this malfunction.